Event description:
A surgeon reported a case of undercorrected cylinder, observed in the patient's left eye six weeks post lasik. There are two medical device reports associated with this event. This report references the left eye. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: logfiles review shows that the mandatory checks of the device at startup were all passed. The concerned treatment was performed without abnormalities or deviations. There were two breaks by the user of 22 seconds in sum. The last energy check before the concerned treatment was performed more than 2 hours before the start of the treatment. According to the user manual, this has to be performed within 30 minutes before treatment. The review of the topography difference map shows a regular ablation pattern,without any irregularities in the pattern as such. However, the orientation of the difference map and therefore the simulated ablation shows a deviation in axis compared to the desired correction. The logfile analysis does not show the cyclotorsion function active (i.e. "Cyclotorsion: 0.0°"). This misalignment of cylindrical component could potentially contribute to the residual post-op subjective astigmatism, though it cannot be excluded if it was caused by insufficient patient alignment or other factors. The system history shows that the laser was verified successfully prior and after the date of treatment. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. Potential contribution factors are: not using the cyclotorsion function or misalignment of patient head position. The manufacturer internal reference number is: 2015-29779

Event description:
Upon follow up, the patient under went an enhancement procedure.

Manufacturer narrative:
Additional information has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company´s acceptance criteria. (B)(4).